Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. During the on-site assessment of the instrument on (B)(4) 2011, the leica field service engineer (fse) determined that reagent concentration mgmt for this instrument was set as <by cycles> instead of the MFR recommended default of <by calculation>. The default setting uses info such as retort fill level, the number of cassettes processed, the carryover setting and the reagent groups involved to calculate the reagent concentration in each station. In contrast, the <by cycles> setting ranks station concentrations according to the number of processing runs for which each station has been used, and reagent concentration is ignored. Bottle 9 with an ethanol concentration is 70.12% was used for the final dehydrant step in the affected protocol when the required ethanol final reagent threshold is 98%. This resulted in re-introduction of water into the tissue, contamination of subsequent reagents and sub-optimal processing. The service history shows that this instrument was previously installed at a different customer site, where concentration mgmt was set to <by cycles> at sometime between (B)(6) 2009 and (B)(6) 2009. Concentration mgmt was not reset to the <by calculation> default setting active on the other peloris tissue processors in the laboratory when the unit was installed. Verifying that configuration of the instrument is consistent with both lab requirements and other peloris tissue processors in the lab is a technical support rep function which should be performed at installation. This verification was inadvertently not performed by the technical service rep.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing of five (5) bone marrow biopsies from a protocol which commenced on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor (B)(4). Leica microsystems was advised on (B)(6) 2011 that the specimens were undiagnosable. Info as to whether pt re-biopsy is required and/or has been performed has not been received to date.